Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During remote follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. The oversensing led to episodes of inappropriate automatic mode switch. Provocative testing was performed and noise could not be reproduced. It was suspected that the cause of the noise was due to external interference in an unrelated procedure. No intervention was performed; the patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-07514.